Manufacturer narrative:
Other, other text: d10, h3, h6: updated device evaluation: a total of thirty-four unopened original packages of product item number 4646e with lot numbers 4266217, 4312639 and 4229806 were received. No non-conformities were visible on the returned samples. The actual syringe(s) used by the customer were not provided for evaluation. The customer neither indicated nor provided the actual type of needle, or other device, that was used in conjunction with the reported syringe to draw a blood sample. The needles are not provided as part of this product code configuration. To evaluate the syringe functionality, a 23g needle from stock was attached to the returned product. Functional testing found five failures with the filling time exceeding the 30 second criteria. The plunger tip vent was then measured to determine if they were within specification. Among these, three did not meet the required measurements. If the clinician attempted to draw the sample this would indicate product application not consistent with the instructions for use (IFU). In this case the plunger tip filter gets wetted and seals the syringe at the start of the blood sampling procedure thus not allowing the air to escape. A review of the device history records (DHR) for lot number 4229806, showed there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with these lots of products. Although the complaint was confirmed it could not be determined with certainly what caused the difficulties observed by the customer. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was withdrawn, there was air in the syringe. This had not been experienced before. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.